Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that during a patient's pd treatment an air detected in cassette warning occurred during drain 2 of 2. The warning occurred multiple times. The patient cancelled treatment and when the cassette was removed from the cycler there was fluid in the pump module area and fluid on the external cassette. Attempts to gather additional information were not successful. The nurse was advised that the cycler would not be replaced. The cycler is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) nurse reported that during a patient's pd treatment an air detected in cassette warning occurred during drain 2 of 2. The warning occurred multiple times. The patient cancelled treatment and when the cassette was removed from the cycler there was fluid in the pump module area and fluid on the external cassette. Attempts to gather additional information were not successful. The nurse was advised that the cycler would not be replaced. The cycler is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.